Manufacturer narrative:
Additional information: the actual device was not available; however, two companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The sample passed pressure and clear passage testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system non-dehp continu-flo solution sets disconnected leading to a leak. The event was further described as when the nurse starts an intravenous line they have to apply pressure to ¿connect the extension set to the hub of the catheter¿ due to difficulty removing the blue caps. The nurses are using a ¿twisting and pulling¿ method to remove the blue cap; however, the inability remove the blue cap results in a leak when attempting to make the connection. The event occurs during patient use; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.